Manufacturer narrative:
D10 concomitant products: gia80mtc, cartridge gia80mtc medthk tristp, (lot #n3h2586uy) gia80mtc, cartridge gia80mtc medthk tristp, (lot #n3j2368uy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open laparotomy gastrectomy, in stomach resection, there was a slight sensation of misalignment in clamping. When the device fired, it stopped midway and would not move any further. Additionally, the blue plastic part of the reload was damaged. This issue occurred on three devices. The surgeon replaced the reload and the resection line was changed. The resection was done again.